Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) has reviewed the customer care advocate (cca) documentation. On (B) (6) 2009, the lay-user/pt contacted lifescan (lfs) alleging that a one touch ultralink meter read inaccurately erratic. The pt reported blood glucose results of "385, 67, 118, and 53 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl. By the time the pt claimed that she noticed the alleged issue, she explained that she had administered self-treatment by taking 2 units of apidra insulin. The pt denied developing symptoms because of the alleged issue. The pt was using a correct technique for testing with the reported meter. She did not have control solution to perform a quality control test. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt performed a meter-to-same meter comparison where the calculated difference of the reported results exceeds lifescan's criteria for precision testing. There is no evidence, however, that the pt suffered a serious injury because of the alleged issue. Although the pt administered self-care by taking 2 units of apidra insulin, she denied developing any symptoms because of the alleged issue.